Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event one lens not producing light was traced to component failure. However, the cause for the reportable event nozzle was clogged with unknown white material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's nozzle was clogged with unknown white material and one lens not producing light. There was no patient involvement.